Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty for compression fracture. Intra op, during inflation of the balloon, the balloon ruptured before the inflation pressure and the inflation volume reached the maximum limit. The surgical site was cleaned and the cement was inserted. Pressure was unknown when the balloon burst. The surgeon commented that the balloon might have been stuck in spur or hard part of bone. The product came in contact with the patient. No fragment of the ruptured balloon remained inside the patient. No patient injury or complications were reported due to this event.

Manufacturer narrative:
Functional analysis not possible due to a axial cut on the ibt balloon tip. During visual analysis the leakage was confirmed. Based on the information provided and visual analysis the observations are consistent with rupture of the balloon due to contact with bone splinters during surgery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.